Manufacturer narrative:
The reported events failure to capture and low lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A visual and x-ray inspection found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited a failure to capture and low pacing impedance. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.